Event description:
It was reported that during an unknown procedure, it was a bit difficult to unsnap the gold reload from the cartridge jaw after the first firing. The cut line and staple line were deployed as expected. After the second firing with another gold reload, the cut line was deployed but the tissue in the middle part of the staple line was not stapled. A few staples were still on the reload. Changed devices and new reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with one ecr45d cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the test cartridge was loaded and removed without any difficulties during testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Photographic analysis: based on the photo evidence of the subject ec45a device with an ecr60d (gold) cartridge, the event description cannot be confirmed.